Manufacturer narrative:
(B)(4).

Event description:
It was reported at the last patient's visit, the physician observed crosstalk of the atrial signal on the ventricular channel. Technical support was contacted and programming was recommended. Reprogramming resolved the issue. No adverse consequences or inappropriate therapy was reported for the patient.